Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The clinician reported this has occurred twice now and was seeking programming recommendations. Technical services reviewed the most recent episode and discussed the rate was fluctuating between all three zones, with initial detection falling into the vt-1 monitor only zone. Some beats matched rhythmid while others showed aberrancy and were uncorrelated. The rate eventually became fast enough meet detection in the vf zone, where quick convert atp was delivered but not successful, then a 41 joule shock was delivered, which did convert the af and rapid ventricular response. The device operated as programmed, and technical services recommended increasing the rate cut off for the vf zone to 220 or 230 bpm, to allow the discriminators more time to withhold therapy for this type of arrhythmia. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The patient received a new inappropriate shock for an atrial arrhythmia about two weeks later. In this episode, the arrhythmia quickly accelerated into the vf zone and morphology changed again. The arrhythmia breaks, but the device started to charge so the shock was diverted. The arrhythmia started back up and was redetected in the vf zone where charging begins and the shock is now committed as the device will not divert twice in a row. The average ventricular rate was 271bpm, which is too fast for programming the vf zone rate cut off. Another programming option to avoid therapy for these types of atrial arrhythmias would be to extend duration in the vf zone, to allow the rhythm to break before therapy is delivered. The patient received a new inappropriate shock due to af with rvr. Technical services again discussed some programming options, which are at the physician's discretion. The local sales representative reported the patient may be considered for an ablation and medical management. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response. The clinician reported this has occurred twice now and was seeking programming recommendations. Technical services reviewed the most recent episode and discussed the rate was fluctuating between all three zones, with initial detection falling into the vt-1 monitor only zone. Some beats matched rhythmid while others showed aberrancy and were uncorrelated. The rate eventually became fast enough meet detection in the vf zone, where quick convert atp was delivered but not successful, then a 41 joule shock was delivered, which did convert the af and rapid ventricular response. The device operated as programmed, and technical services recommended increasing the rate cut off for the vf zone to 220 or 230 bpm, to allow the discriminators more time to withhold therapy for this type of arrhythmia. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The patient received a new inappropriate shock for an atrial arrhythmia about two weeks later. In this episode, the arrhythmia quickly accelerated into the vf zone and morphology changed again. The arrhythmia breaks, but the device started to charge so the shock was diverted. The arrhythmia started back up and was redetected in the vf zone where charging begins and the shock is now committed as the device will not divert twice in a row. The average ventricular rate was 271bpm, which is too fast for programming the vf zone rate cut off. Another programming option to avoid therapy for these types of atrial arrhythmias would be to extend duration in the vf zone, to allow the rhythm to break before therapy is delivered.